Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the biopsy channel was clogged. However, we could not specify root cause of the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign materials were stuck in the instrument channel tube of the colonovideoscope. The procedure was completed using the same set of equipment. There were no reports of patient harm.